Event description:
A customer reported that during a patient procedure, using a glidescope go monitor, there was a total loss of vision. They reported that there was a lot of secretion which may have contributed to the poor picture quality. They reported being able to secure the airway but "basically blind." No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The reported glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor but was unable to confirm the reported image issue. When connected to known, good, test blades, the monitor showed a clear image. The customer's monitor passed verathon's device functionality testing. The blade used with the glidescope go monitor during the reported event was not made available to verathon for evaluation. Upon completion of the evaluation, the glidescope go monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.